Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was 13 mmol/l. The customer states that the insulin pump screen had multiple scratches. The customer stated that the screen was unreadable. Troubleshooting was provided for the damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with scratched lcd window. Missing segments or partial display not confirmed during testing. Device passed the displacement test.